Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that suture placement in a calcified right common femoral artery was attempted with a prostyle device using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. The first prostyle device was deployed and placed as intended. Reportedly, during placement of the second prostyle device, steps 1 through 4 were executed without issues. The lever closed and the footplates were retracted; however, the device was stuck. The physician reopened and closed the foot, and manipulated the device to attempts to removed. The device remained trapped and could not be removed. There was no vessel damaged. The physician then performed a surgical cut-down to remove the device. Both the first and second suture were also cut and removed during the cut down. There was no reported issue with the first suture. The sheath size was upsized to a 14f and the tavr procedure was completed. Surgical suturing was used to treat the cutdown and achieve hemostasis. There was a reported clinically significant delay in the procedure due to the additional time required to for the cut-down and suturing. No additional information was provided.